Event description:
A female pt reported she experienced acanthamoeba keratitis in the right eye while using complete moistureplus. The reporter indicated that her symptoms began in mid-april as red eyes. Photophobia, blurred vision, pain and excess tearing. The condition worsened and she was seen by her dr in 2007, who prescribed steroid eyedrops; her condition worsened. The pt then visited a hosp four days later, and was seen by another physician, but her condition did not improve. She was referred to another dr who initial diagnosis was a fungal infection. Treatment was initially effective but when the dosage was reduced, the condition became worse. The dr decided to do a scrape on her cornea and the test results were positive for acanthamoeba. The pt is still under treatment and is recovering. The pt admitted to wearing her contact lens in her eyes when she showers. The root cause has not been established.

Manufacturer narrative:
Used for batch record review and retained testing requested; results pending. In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the us centers for disease control and prevention regarding eye infections from acanthamoeba.